Event description:
The customer reported problems with the vertical lift. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the power motor rely board. Sys operates as intended. (B) (4).